Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2018, after he had changed the meter¿s batteries, he had attempted to test his blood sugar level, but the meter was testing in settings mode. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine as a result of the alleged issue. He reported that about 10 minutes after the start of the alleged issue, he became ¿sweaty and shaky¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time. The csr educated the patient on the correct testing procedure and walked him through a retest. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the meter began testing in settings mode following a battery change.